Manufacturer narrative:
Medtronic's quality laboratory confirmed the complaint. There has been an issue noted related to the hph700 not meeting the requirement for ultra-filtration efficiency. Medtronic initiated a formal investigation into the performance issues and worked with medivators to test and identify all potentially affected units. A field action was initiated to address all products in the field. There have been no adverse patient effects reported. Medtronic will continue to monitor for future events. (B)(4).

Event description:
Medtronic received information indicating that during use, the perfusionist observed that the medivators hemoconcentrator within their medtronic perfusion pack was not achieving the filtration rate they expected. There were no adverse patient effects reported as a result of this issue. The product was returned to medtronic for analysis.